Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the  patient that was  considering cystectomy due to terrible incontinence as they have a  failed inter stim.  No further complications were reported/anticipated at this time.